Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the device delivered inappropriate shock due to noise. Physician decided to cap the lead.